Event description:
It was reported that the wake button was unresponsive and was sticking. Pump display turned on when plugged into a power source. Blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.